Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured. The physician had successfully deployed a penta 2.5/18 stent in the posterior descending branch of the distal rca. The maverick2 monorail balloon was being used for postdilatation of the stent when it ruptured at 14 atms (rated burst pressure) on the initial inflation. The maverick2 monorail balloon catheter was removed, but the physician felt that adequate stent dilation had been achieved, so no further intervention was required. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous posterior descending branch of the distal rca. It is noted that the lesion had been predilated with an unspecified device. The pt was asymptomatic during this event. No pt injuries were reported. The procedure was successfully completed. Pt status is reported as 'good'.